Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 32mm amplatzer septal occluder was chosen for implant using a 13f amplatzer trevisio delivery system. During the procedure, while deploying, the physician noted that the occluder conformed into cobra-like deformation. The occluder was released outside and when attempted to release again outside the occluder conformed into cobra deformation even after three attempts.the deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. A second 32mm amplatzer septal occluder was chosen for implant using the same delivery system and when deploying the new occluder, it conformed into cobra deformation. The physician later released it outside the body and attempted to release twice outside the patient's body and the occluder was still deformed into cobra. The physician, then manually reshaped the occluder to restore to its normal configuration and after two successful releases outside the patient's body, it was implanted into the patient. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.